Event description:
Sorin group received a report that the s5 mast roller pump displayed a motor controller error during priming. The pump was not used for the procedure. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 mast roller pump displayed a motor controller error during priming. The pump was not used for the procedure. There was no pt involvement. A sorin group rep was dispatched to the facility to evaluate the issue. Testing of the pump did not reproduce the reported error message. As a precaution, the end stage and motor control circuit boards were replaced and the software was updated. The customer was satisfied with the testing and decided to return the pump to service. The investigation is ongoing. A f/u report will be sent when the investigation is complete.